Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from patient's left eye due to the patient experiencing myopic surprise and an inability to tolerate mini mono vision. The patient had a pre-operative visual acuity of 20/50 +2 as of (B)(6) 2025, and a post-operative visual acuity of 20/40 on (B)(6) 2025. After the explantation, another johnson & johnson lens, model dib00 23.0 diopter was implanted as a replacement. It was unknown if an incision enlargement was required, however, there was no sutures or vitrectomy required. The patient experienced temporary impairment, but did not require medical attention beyond standard care. No other information is available.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.